Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination did not identify any damages upon inspection the pump was functionally tested and did not pass deflation test. The pump kink resistant tubing (krt) was cut to the strain relief prior to the functional testing as explant damage was noted. Based on the information available and analysis results, product analysis identified a mechanical issue with the returned pump.

Event description:
It was reported the patient had the inflatable penile prosthesis replaced for unspecified reasons. No patient complications were reported. The analysis of the returned pump indicated a non-conformance. No information was provided with the device return. Boston scientific has been unable to obtain additional information regarding the circumstances.